Event description:
Healthcare professional reported, capsular contracture, baker grade IV. On the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, red particles in shell, cloudy gel, fold creases, deformation and weight within specification, partial delamination of orientation dot assessed,, as adhesive failure. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV on the right side". Device has been explanted.